Event description:
When the lift reaches the highest point it allegedly will not lower. The emergency release allegedly needs to be used to lower the patient. The points in between allegedly work fine. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model rps350-1 serial number/date code unknown is approximately of unknown age. The user manual part number 1145811 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.